Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device entered back-up vvi mode due to the cybersecurity upgrade. The issue was resolve by performing a firmware download. The patient was in stable condition.